Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining "reactive" hepatitis b core antibody (hbcab) patient results for two (2) separate patients generated by the unicel dxi 600 access immunoassay system. Both patient results were questioned by the laboratory manager. The patient samples were sent out to a reference laboratory and were tested on an alternate methodology that produced lower results that were 'negative' and were reported out of the laboratory. The results provided by the customer are shown in section b5 of this report. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific patient clinical information has not been provided to date. Qc was performing within the customer's established range on the day of the event. System check data has not been supplied to date. A bec field service engineer (fse) was dispatched on (B)(4) 2012 to verify instrument hardware. The fse performed a carry over test that passed within instrument specifications. The fse replaced the peri-pump tubing and aspirate probes. The fse then verified repairs by performing a system check and qc which both passed within instrument specifications. The customer also sent both patient samples to customer product line support (cpls) for further investigational testing. Cpls interference testing was performed on both patient samples. Cpls testing on patient sample 1 did not confirm any heterophile interference in the sample. Cpls testing on patient sample 2 did confirm heterophile interference.

Event description:
(B)(4)

Manufacturer narrative:
This is a follow up to correct an error in the original report.